Event description:
New information received notes programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the defibrillatory lead impedance was high. Further information was requested but was not yet available.